Event description:
It was reported to boston scientific corporation that an orise proknife device was used in the colon during an endoscopic submucosal dissection procedure on (B)(6) 2023. During the procedure, there was a problem with two of the devices with the same lot number that had worked fine for most of the procedure. At one point, the needle would not come out of the catheter. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported as stable. This event has been deemed reportable based on the investigation finding of the electrode detached. Please see block h10 for full investigation details.

Manufacturer narrative:
Block d4: the reported upn m00519350 and lot 30024860 correspond to the internal pouched device and not the box. The lot corresponding to the box with upn m00519351 is unknown and good faith effort attempts to clarify the box lot number have been unsuccessful to date. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable investigation result of the electrode detached. Block h10: investigation results the orise proknife device was analyzed, and visual evaluation noted that the working length and injection sheath were kinked, and the electrode detached. Functional analysis could not be performed due to the condition of the returned device. No other problems noted. Based on the evidence and analysis of the device, it was found that the electrode was detached. This failure likely occurred due to how the device was handled and manipulated. The detachment of the device was caused by a mechanical failure resulting from the material being exposed to a force or a load beyond its designed capacity. This stress overload caused the material to fracture and detach, leading to the observed detachment in the device. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an orise proknife device was used in the colon during an endoscopic submucosal dissection procedure on (B)(6) 2023. During the procedure, there was an issue with two of the devices with the same lot number that had worked fine for most of the procedure. At one point, the needle would not come out of the catheter. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported as stable. This event has been deemed reportable based on the investigation finding of the electrode detached. Please see block h10 for full investigation details.

Manufacturer narrative:
Block d4: the reported upn m00519350 and lot 30024860 correspond to the internal pouched device and not the box. The lot corresponding to the box with upn m00519351 is unknown and good faith effort attempts to clarify the box lot number have been unsuccessful to date. Block d4, h4: the manufacture and expiration dates for lot 30024860 are august 30, 2022 and august 24, 2024 respectively. Block h6: imdrf device code a0501 captures the reportable investigation result of the electrode detached. Block h10: investigation results: the orise proknife device was analyzed, and visual evaluation noted that the working length and injection sheath were kinked, and the electrode detached. Functional analysis could not be performed due to the condition of the returned device. No other problems noted. Based on the evidence and analysis of the device, it was found that the electrode was detached. This failure likely occurred due to how the device was handled and manipulated. The detachment of the device was caused by a mechanical failure resulting from the material being exposed to a force or a load beyond its designed capacity. This stress overload caused the material to fracture and detach, leading to the observed detachment in the device. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.